Event description:
The reporter stated that on (B)(6) 2012 the patient experienced a blood glucose (bg) of 89 mg/dl with a headache and shaky legs. The reporter stated that the patient was recently diagnosed with diabetes and had increased activity the day of the reported bg excursion. The reporter stated that when the patient was given food, her symptoms resolved. The reporter stated that the patient's healthcare provider had recently made adjustments to the insulin sensitivity factor setting only. A review of the pump history indicated all settings and histories were correct. The site and set were not available for review, as the reported issue occurred on (B)(6) 2012 but customer support was not contacted until (B)(6) 2012. Troubleshooting indicated no pump malfunction. The patient continued insulin pump therapy, and the pump is not being returned at this time. This complaint is being reported because the patient experienced symptoms and treatment indicative of hypoglycemia while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 01/17/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged inaccurate delivery issue was not verified in the black box or duplicated in the evaluation. Review of black box data found the available date range did not cover the complaint date due to continued customer use. No activity out of normal use was found in the available date range. The total daily deliveries added up correctly and reflected user programmed basal rate. Using the returned battery cap and a test cartridge cap, the pump powered up with auditory and vibratory features. No tactile issues were found with the buttons. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidences. Pump delivery accuracy was within specifications. Bolus delivery exercises were completed and recorded correctly. Force senor calibration reading and force sensor resistance were out of specifications. Pump casing was opened and no evidence of contamination was found in the force sensor housing. Unrelated to the reported issue, the display was found to be dim with a pinkish contrast.